Manufacturer narrative:
This is a supplemental report to mw5093327, received through FDA's medwatch program.

Event description:
It was reported that upon removal of the screw, the threads created metal shavings.